Event description:
It is reported that the customer experienced a reservoir leak. Customer also reporting no delivery alarms. The blood glucose reading is 376 mg/dl. Customer discovered the insulin leak during a five unit fill cannula. Insulin was inside of the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.